Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported false upstream occlusion alarms which were reproduced during evaluation. A review of the event history log identified false upstream occlusion alarms. The cause was determined to be a failing ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a delayed keypad response. Service evaluation verified delayed keypad response. The cause was identified to be a failed processor board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false upstream occlusion alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.